Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an intervention the dii controller had a short circuit when it was plugged in. The camera was used along with the arthroscope and as soon as they plugged the handpiece into the dii controller console, there was a loud bang. The console was out of order and could not be turned on again. It is unknown how the procedure was finished or if there was a delay. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was an isolated event. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.